Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, crease at the connecting tube, acoustic lens peeled off, missing factor out of standards due to damage of ultrasonic cable, liquid leaks due to perforation of bending section rubber, adhesive part of bending section rubber broke, switch 1 cut off, angulation in the up direction out of standards due to worn of angle-wire, insulation failure occurred due to cutting part of fe lever, crease at the universal code, electrical connector corroded, and adhesive part of ultrasonic connector corroded. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had perforation in the channel. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device. Upon inspection and testing of the customer returned device, the scope acoustic lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or other factors. The event can be detected by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.